Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. The customer has had ongoing issues with questionable results for multiple tests. No further details were provided regarding other events. The sample initially resulted with a troponin t value of 5.04 pg/ml. The sample was repeated, resulting with a value of 16.57 pg/ml accompanied by a data flag. The sample was repeated a second time, resulting with a value of 6.33 pg/ml. No erroneous results were reported outside of the laboratory. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 305646. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
Performance testing was run on the analyzer and did not indicate any issues. The investigation did not identify a product problem. The cause of the event could not be determined.